Manufacturer narrative:
H7 and h9: updated.

Event description:
It was reported that removal difficulty occurred. The target lesion was in the left internal and common carotid arteries. A 10.0-31 carotid wallstent self-expanding was selected for use. During removal, post deployment, it was noted that there was strong resistance in the non-boston scientific wire. The wire was pulled back strongly and consequently, it broke. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that retrieval of the detached fragments was not necessary. Both delivery system and wire were removed as one unit from the patient.

Event description:
It was reported that removal difficulty occurred. The target lesion was in the left internal and common carotid arteries. A 10.0-31 carotid wallstent self-expanding was selected for use. During removal, post deployment, it was noted that there was strong resistance in the non-boston scientific wire. The wire was pulled back strongly and consequently, it broke. The procedure was completed with this device. There were no patient complications as a result of this event.